Event description:
The hcp reported that the pt had overdose symptoms of somnolence, cognitive changes, and respiratory problems after replacing his synchromed el with a synchromed ii pump. The pt was in the intensitive care unit for several weeks with the overdose, in the setting of pre-existing chronic obstructive pulmonary disease. The drug concentration was not changed at implant; both pumps were used to deliver morphine 60mg/ml at 18.35 mg/day. In 2008, the daily dose was reduced to 15.3 mg/day. On two days later, the medication concentration from the replacement pump was confirmed as correct by a lab. The daily dose was further reduced to 12 mg/day on the next day. The hcp reported that the pt recovered without sequela; she was home and her pain control was good at 2/3 the pre-replacement dose.